Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. The issues were noted prior to patient use.

Manufacturer narrative:
The customer reported that there were defective pcu (8015) keypads resulting in the devices not turning on was confirmed. Physical inspection of the keypads were observed to be in good condition with no irregularities observed. Internal inspection of the keypads found signs of fluid ingress where the flex cable meets the circuit layer. Test results determined 1 of 2 keypads unexpectedly powered on the device. Once powered off, the device did not power on using the system on key after shutting down the system. The proximate cause of the customer¿s experience with keypad failures is associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module 15891197 service history record showed the device had a manufacture date of 05/14/2020. A review of the device service history record was performed beginning from the date of manufacture to the present date 11/25/2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only keypads were provided for investigation.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. The issues were noted prior to patient use.